Manufacturer narrative:
The device that was implanted is unknown.

Event description:
It was reported that the patient had "complications due to my mesh implant" following the implantation of an unknown mesh. There were no further patient complications reported in relation to this event.